Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt had not recharged the ipg for over a year. The sjm rep met with the pt and confirmed the ipg would not communicate with the external device. F/u identified the physician was to undertake surgical intervention to address the issue.